Event description:
It was reported the shell did not have good press fit fixation. The surgeon attempted to re-ream the asymmetric hole, but it still did not provide adequate fixation. A larger sized shell was then implanted and seemed to get better fixation. The surgeon reported that the original shell felt too smooth and was not as rough as other continuum shells.

Manufacturer narrative:
This report will be amended when our investigation is complete.